Event description:
Initial description on 27mar2025: customer reported fy(a-) typing discrepancy for two different samples on position g8 and position f9 using precisetype hea beadchip plate (p/n 800-20202-96). The customer tested both samples with serology and the results typed fy(a+). The customer reran the samples using precisetype hea beadchip slide (p/n 800-20202-08) using lot# 24-075 for plate position g8 and lot#24-186 for plate position f9. Both re-run results typed fy(a+), matching serology.

Manufacturer narrative:
Note: the complaint device or kit was not available for further investigation. Bioarray did review the adjusted intensity data by comparing the complaint chips using the precise type hea beadchip plate lot and the retest chips using the precise type hea beadchip slide lot.

Event description:
Initial description on 27mar2025: customer reported fy(a-) typing discrepancy for two different samples on position g8 and position f9 using precisetype hea beadchip plate (p/n (B)(4)). The customer tested both samples with serology and the results typed fy(a+). The customer reran the samples using precisetype hea beadchip slide (p/n (B)(4)) using lot# 24-075 for plate position g8 and lot#24-186 for plate position f9. Both re-run results typed fy(a+), matching serology.